Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator had leaks on one of the tanks. There was no patient involvement. The customer troubleshot with technical support and reported that the oxygen trunk hose was leaking when disconnected from the wall and e-tanks are connected to manifold and open. The customer was advised to replace the oxygen manifold. The customer reported that replacing the oxygen manifold addressed the reported issue.